Manufacturer narrative:
Upon initial inspection of the device, the device was received partially deployed with the hard cannula seen slightly past the bottom housing. The download data shows not alarms, timeouts or drive stall, and inspection found no damage that would cause the pod to fail to deliver insulin. Upon removing the top housing from the device, the needle retracted and was no longer exposed past the bottom housing. The needle mechanism was reset using the lock and load fixture and manually deployed. No issue were observed with the needle mechanism that would have caused an exposed needle. The bottom side of the top housing was observed and score marks were seen due to the linkage assembly being misaligned with the top housing, which caused the needle to not fully retract after deployment. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported that the patient's blood glucose levels reached 355 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a new pod was applied and a 13 unit correction was delivered.